Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in (B)(6) 2024, reported as "this past week." E1: initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from "from the line to the bag" was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia devices experienced a low priority alarm (max air exceeded). The patient was not connected at the time of the alarm. This occurred during setup and preparation for peritoneal dialysis therapy. During troubleshooting, it was discovered that ¿the one hook-up from the line to the bag was dripping¿ that led to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.